Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed weak sensor and lost sensor. The sensor's electrode was missing. Customer's blood glucose level was 8.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis inspected 1 opened/used enlite sensor and found sensor cannula retracted inside sensor base and broken. Unable to confirmed customer received sensor in said condition due to customer returned opened/used. The sensor had a missing broken part. See attached file for details.